Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications. No further eval of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a pt sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. The pt received heparin. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.